Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231405433); product ID fg15150-0615-1s (lot: 230529158); product type: product ID ped-350-20 (b775210); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that two pipeline flex embolization devices of different model/lot failed to open during the same procedure. It was noted that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). It was indicated that the devices were replaced to complete the procedure. There was no harm or injury to the patient who was undergoing the procedure for flow diverter implantation to treat tandem aneurysm from the intracranial ophthalmic artery to the middle cerebral artery (mca). The aneurysm max diameter was 4mm and the neck diameter was 5mm. The distal landing zone was 1.8mm; the proximal landing zone was 3.0mm. Patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered with normal pru level noted.

Manufacturer narrative:
H3 product analysis: drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F. As found condition: two (pli-20 & pli-40) pipeline flex devices and two (pli-10 & pli-30) phenom 27 catheters were returned for analysis inside a sealed biohazard bag and a shipping box. The (pli-40) pipeline flex braid was not returned with the pusher wire. Damaged location details: the (pli-10) phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found on the catheter hub. The (pli-20) pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was stretched. The pusher wire was kinked at ~68.0cm from the distal tip. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was fully open. The (pli-30) phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found on the catheter hub. The (pli-20) pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was stretched. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: the two (pli-10 & pli- 30) phenom 27 catheters, total and usable lengths were measured within specifications. The catheters were flushed with water, and water exited through the distal tips. The catheters were tested by running an in-house 0.027-inch mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the returned (pli-20) pipeline flex braid middle section was fully open, and the (pli-40) pipeline flex braid was not returned. Possible causes of failure to open include severe vessel tortuosity, an improperly sized braid for the anatomy, an overstretched braid during delivery, the user deploying the braid in the vessel bend, and a damaged braid. However, the cause of the failure to open could not be determined. Additionally, the damage seen on the (pli-20) pipeline flex braid (fraying), (pli-20 & pli-40) pipeline flex distal hypotube (stretched), and (pli-20) pipeline flex pusher wire (kinked) indicates that high force was used. The damage may have occurred when the user attempted to advance or retrieve the returned (pli-20 & pli-40) pipeline flex devices through the returned (pli-10 & pli-30) phenom 27 ca theters against resistance. Possible causes of resistance in clude a lack of continuous heparinized saline during the procedure. However, the cause of the resistance could not be determined. No complaints were reported regarding the returned (pli-10 & pli-30) phenom 27 catheters, and no issues were encountered during testing of the returned (pli-10 & pli-30) phenom 27 catheters; no damage was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: ¿drawing(s) referenced: (B)(4) rev. F ¿as found condition: two (pli-20 & pli-40) pipeline flex devices and two (pli-10 & pli-30) phenom 27 catheters were returned for analysis inside a sealed biohazard bag and a shipping box. The (pli-40) pipeline flex braid was not returned with the pusher wire. ¿damaged location details: the (pli-10) phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found on the catheter hub. The (pli-20) pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was stretched. The pusher wire was kinked at ~68.0cm from the distal tip. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was fully open. The (pli-30) phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found on the catheter hub. The (pli-20) pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was stretched. No bends or kinks were found on the pusher wire. No other anomalies were found. ¿testing/analysis: the two (pli-10 & pli- 30) phenom 27 catheters, total and usable lengths were measured within specifications. The catheters were flushed with water, and water exited through the distal tips. The catheters were tested by running an in-house 0.027-inch mandrel through the hub and tip without issues. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the returned (pli-20) pipeline flex braid middle section was fully open, and the (pli-40) pipeline flex braid was not returned. Possible causes of failure to open include severe vessel tortuosity, an improperly sized braid for the anatomy, an overstretched braid during delivery, the user deploying the braid in the vessel bend, and a damaged braid. However, the cause of the failure to open could not be determined. Additionally, the damage seen on the (pli-20) pipeline flex braid (fraying), (pli-20 & pli-40) pipeline flex distal hypotube (stretched), and (pli-20) pipeline flex pusher wire (kinked) indicates that high force was used. The damage may have occurred when the user attempted to advance or retrieve the returned (pli-20 & pli-40) pipeline flex devices through the returned (pli-10 &pli-30) phenom 27 ca theters against resistance. Possible causes of resistance in clude a lack of continuous heparinized saline during the procedure. However, the cause of the resistance could not be determined. No complaints were reported regarding the returned (pli-10 & pli-30) phenom 27 catheters, and no issues were encountered during testing of the returned (pli-10 & pli-30) phenom 27 catheters; no damage was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the reason the pipeline could not be opened was due to vascular tortuosity. The pipeline failed to open at the middle section and the unopened portion was located at the curved segment of the vessel. In an attempt to open the pipeline, it was retrieved 4¿5 times and repeatedly stretched and relaxed, but it could not be opened. After switching to a smaller size, it was successfully opened. No observed damage to the pipeline after removal.